Event description:
It was reported that the air dermatome was skipping. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the head, width plates and control bar were damaged. Visual inspection of the internal components revealed that the motor, bearings, gears and swivel were corroded. A review of service records revealed that this device had not been returned to the MFR for maintenance since 01/1996. It is documented in the instruction manual included with the device that the device should be returned to the MFR every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verity continued accuracy.